Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a vizigo sheath and the medical team found it impossible to flush it, suspecting that the lumen of the sheath was blocked. The vizigo was not yet connected to the pressurized phy serum bag. The doctor noticed that the sheath did not purge from the beginning. No ablation catheters had been opened at this point. The device was not used on the patient. The sheath was changed and the procedure continued. No patient consequences were reported.

Manufacturer narrative:
On 15-jan-2026, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per internal review on 24-feb-2026, it was determined that this report is not FDA-reportable as there was confirmation that the affected device had never been used on the patient. The issue had also been identified prior to any ablation being performed as well. The prior reports were mistakenly submitted to the FDA and there will be no further reports regarding this event. Manufacturer's reference number: (B)(4).